Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported malfunction was duplicated, and the main board was replaced to remedy the malfunction. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.